Manufacturer narrative:
Hamilton medical ag case number is (B)(4).

Event description:
The following was reported to hamilton medical ag: startup failed (black screen). The ventilator did not respond to the power button, would not turn on (screen blank) and make a loud uninterrupted high pitch alarm. No patient involved. No harm to patient and/or third party is reported. Still under investigation.